Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act button was hard to push. No significant events leading to keypad anomaly were observed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.